Event description:
It was reported that the gamma nail cut out. The surgeon revised patient due to pain.

Manufacturer narrative:
Device not returned. If additional information is received it will be reported on a supplemental report. (B)(4): device not returned.

Manufacturer narrative:
Evaluation summary: in this case no items were returned. A physical examination was not possible. No lot codes were provided. Thus, the DHR of potentially affected items could be reviewed. No medical records were made available. Thus, no medical review was possible. It could not be determined whether the event actually presented a cut-out or a medialization of the lag screw. The (theoretic) complaint trending regarding cut out revealed no conspicuousness. Potential cut out was considered in the risk analysis. The calculated threshold was not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. The file will be closed formally and will be reopened in case product(s) and / or substantive information become available. Without product(s) and without medical information a real cause of the reported event could not be determined.

Event description:
It was reported that the gamma nail cut out. The surgeon revised patient due to pain.